Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.00x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. After a non-bsc guide catheter and a guide wire were crossed the lesion, a 3.00x28mm promus element plus drug-eluting stent was advanced for treament. However, it was noted that the tip of the stent struts were lifted after several attempts due to severe calcification. The procedure was completed with another bsc device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. After a non-bsc guide catheter and a guide wire were crossed the lesion, a 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent struts were lifted after several attempts due to severe calcification. The procedure was completed with another bsc device. There were no patient complications reported and the patient's status was stable.